Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer complaint that the autopulse nxt platform (sn (B)(6) ) emitted an electrical burning smell was confirmed during functional testing. However, the smell does not affect the functionality of the platform. The burning smell emitted from the motor is expected since this platform did not have the "pre-baked motor". The burnt smell seemed to dissipate after around four battery run times. The complaint that the autopulse nxt platform became very noisy, with loud fan noises was not confirmed during functional testing. The fan noise is within range for nxt platforms. Nevertheless, the fan was replaced as a preventive precautionary measure. The customer reported complaint that the platform shut down after less than 15 minutes using autopulse nxt li-ion batteries with serial numbers (B)(6) was confirmed based on the archive but was not confirmed during functional testing. The platform performed as intended. Based on the archive data, it is probable that the reported problem occurred due to a large or stiff patient, which caused the motor to exert extra effort during compressions. As a result, the battery current consumption exceeded normal levels, leading to elevated internal temperatures and potentially triggering a platform shutdown. The archive data indicated fault 1160 (fault_vpack_low_batt_volt): low battery voltage detected, compressions stopped, alert 120 (alert_analog_motor_temp): analog motor temperature alert, and fault 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit, related to the reported complaint. The autopulse nxt platform passed the preliminary functional test without any fault or error. The platform underwent continuous testing using the medium zoll test fixture (mztf) with 4 batteries until they were discharged without any faults or errors. The fault and alert codes observed in the archive data were not reproduced throughout the functional testing. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaints, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Event description:
On a cardiac arrest call, the customer reported the autopulse nxt platform (sn (B)(6) ) became very noisy, with loud fan noises, and emitted an electrical burning smell approximately 18-20 minutes into use. During the call, the platform was able to perform compressions until the first autopulse nxt li-ion battery (sn (B)(6) ) died after about 10-12 minutes. A second autopulse nxt li-ion battery (sn (B)(6) ) was inserted, but it only lasted 15 minutes. Both batteries were checked that morning, giving a fully charged indicator. The battery gave no indication of losing power or notification of decreased battery charge during the incident before the platform shut down. No error messages were noticed. They had to revert to manual CPR. No impact or consequence to the patient.